Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the manufacturing documents could not be examined as the lot number was not referenced, this part shows signs of usage.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the products were used for a distal radius fracture case. During the operation the surgeon was inserting the locking screw by angle variable mode, the screw did not lock. The surgeon pushed the screw in and continued to tighten it. Then, it went through the plate. The surgeon removed all screws and plate, and completed the operation by using another set of screws and plate of a different size. The surgeon did not feel that the plate was chipped while drilling. When the surgeon checked the screw hole of the plate, there was a slight deformation. Whether this deformation occurred during this operation or not is not clear. There was no residue left in the patient. There was report of a thirty minute surgical delay. There was no harm to the patient. This report is 4 of 4 for complaint (B)(4).